Manufacturer narrative:
Trackwise # (B)(4). Corrected section: d4 - catalog # corrected, h6- corrected to "no patient involved" . After multiple attempts to obtain a c of c for the reported serial # (B)(6). Due to the age of the device, a certificate of conformance (c of c) is not readily available on-site.

Event description:
The hospital called seeking scope repair for a cracked lens (the glass at the tip is visibly cracked) for a (refurbished) 7mm extended length endoscope. They were told that getinge do not have repair options. No patient involvement.

Manufacturer narrative:
Trackwise ID #: (B)(4). Device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital called seeking scope repair for a cracked lens (the glass at the tip is visibly cracked) for a (refurbished) 7mm extended length endoscope. They were told that getinge do not have repair options. No patient involvement.